Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces noted. No unexpected button error alarms noted. Insulin pump was unable to perform displacement test due to unresponsive keypad. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported a button error alarm occurred. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.